Event description:
It was reported that the patient received inappropriate therapy. Insulation anomaly was observed. Lead was capped and replaced.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 17.5cm was returned for analysis. Externalized conductors due to external insulation abrasion were noted at 12.5-16.5cm from the connector pin. The etfe coating was intact at this location. This is consistent with the observation from the field of oversensing.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.5cm was returned for analysis. Externalized conductors due to external insulation abrasion were noted at 12.5-16.5cm from the connector pin. The etfe coating was abraded at this location. This is consistent with the observation from the field of oversensing.